Event description:
5 mm noncontrast enhanced axial images were obtained through the lungs in preparation for percutaneous biopsy of the subcarinal lymphadenopathy. Following completion of the scout images, the CT scanner would not operate, even after a reboot attempt. The procedure had to be aborted. Clinical engineering found that the video card had gone bad, and a new one was ordered, which also turned out to be bad. A third one was ordered and installed which resolved the issue.